Event description:
High impedance was seen on system diagnostics of the patient's device. The patient experienced no trauma to the device area. No known surgical intervention has been planned or taken to date. No other relevant information has been received to date.

Event description:
Generator analysis was performed and the generator performed according to functional specifications. The generator was interrogated and found to be at ifi = no condition. There were no performance, or any other type of adverse condition found with the pulse generator. Lead fracture was confirmed through product analysis. During visual analysis a fracture was observed near the electrode bifurcation area. The fracture was observed using microscopy and was determined to be to be caused by mechanical stress. There was some pitting on the broken coil strands that indicates stimulation was present after the fracture occurred. There were abrasions on the outer tubing likely due to wear. Fluid was noted to be in the outer tubing due to the abraded openings.

Event description:
The patient underwent a full revision of the lead and generator due to high impedance and prophylactic battery change, respectively. The lead and generator were returned to the manufacturer. Product analysis is currently underway but has not been completed to date.

Event description:
X-rays were and received and reviewed due to the concern of a lead fracture. X-rays did not show any apparent discontinuities, sharp angles, or gross fractures in the lead. The presence of micro-fractures along the lead body cannot be ruled out. While surgery is likely, no know surgical intervention has occurred to date. No other relevant information has been received to date.